Event description:
It was reported that this insertable cardiac monitor (icm) depleted after 2 years of being implanted. The monitoring was disable due to device battery at end of service (eos). The patient was referred to the clinic. The icm remains in service and no adverse patient effects were reported.